Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific, crm received information that this right atrial (ra) lead had oversensed noise and had low impedance measurements. During a routine device replacement the lead was surgically abandoned. It was alleged the lead had fractured. No adverse patient effects were observed.